Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficult to remove-stent, delay to treatment, obstruction, and unexpected medical intervention could not be confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove-stent, delay to treatment, obstruction, and unexpected medical intervention appear to be related to user error. There was no damage or abnormalities identified with the core wire or spring tip that would have contributed to the reported complaint. It was reported that the physician left the viperwire in-vivo with the abbott bmw wire during an implant of a xience stent. The viperwire was jailed at the tip between vessel and stent. The diamondback 360 coronary orbital atherectomy system instructions for use (IFU), cautions: "the oad and viperwire guide wires are for use with diamondback 360 coronary oas components only." In this case, the IFU violation contributed to the reported compliant. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal and medial left anterior descending artery (lad). The orbital atherectomy treatment was successful. The physician wanted to replace the viperwire guide wire with an abbott bmw guide wire, however, the physician left the viperwire in-vivo with the abbott bmw wire during an implant of a xience stent. The viperwire was jailed at the tip between vessel and stent. The physician attempted to pull the viperwire out with a microcatheter, which was successful after 45 minutes. There was no damage observed on the viperwire. The patient was in stable condition. In the physician's opinion, the delay was clinically significant as the vessel was not completely open.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal and medial left anterior descending artery (lad). The orbital atherectomy treatment was successful. The physician wanted to replace the viperwire guide wire with an abbott bmw guide wire, however, the physician left the viperwire in-vivo with the abbott bmw wire during an implant of a xience stent. The viperwire was jailed at the tip between vessel and stent. The physician attempted to pull the viperwire out with a microcatheter, which was successful after 45 minutes. There was no damage observed on the viperwire. The patient was in stable condition. In the physician's opinion, the delay was clinically significant as the vessel was not completely open.